Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: arthroscopy: the journal of arthroscopic and related surgery, vol 27, no 11 (november), 2011: pp 1502-1510 / doi:10.1016/j.arthro.2011.06.027. (B)(4).

Event description:
It was reported via journal article: "title : anterior cruciate ligament reconstruction using 4-strand hamstring autograft: conventional single-bundle technique versus oval-footprint technique". Author : jung ho noh, m.d., bo gyu yang, m.d., young hak roh, m.d., seong wan kim, m.d., and woo kim, m.d. Citation: arthroscopy: the journal of arthroscopic and related surgery, vol 27, no 11 (november), 2011: pp 1502-1510 / doi: 10.1016/j.arthro.2011.06.027. The purpose of this prospective comparative study was to compare the outcomes of a conventional single-bundle acl reconstruction technique with those of an oval-footprint (modified) technique, which makes the femoral and tibial tunnels elongated, more like the footprints of the native acl. Between 2006 and 2008, a total of 74 patients underwent acl reconstruction. The patients were divided into two reconstruction techniques: group I, the conventional technique [n=40 (n=25 male, n=15 female, median age 24 years (range 19-44 years), mean bmi 23.7 ± 2.7 kg/m2)] or group ii, the modified technique [n=34 (n=20 male, n=14 female, mean age 24.5 years (range 19-47 years), mean bmi 23.6 ± 2.4 kg/m2)]. In both groups, the end of each leg of the grafts was armed for 40 mm with 2 strong no. 2 ethibond sutures by a whipstitch technique. The 2 strands of grafts were looped over no. 5 ethibond suture to create the 4-strand construct. Postoperative complication included infection of the reconstructed knee (n=1) which healed after 2 arthroscopic debridement procedures. The lysholm score in the modified-technique group at the last follow-up was better than that in the conventional technique group in terms of statistical significance, but this may not be clinically significant.